Manufacturer narrative:
MFR report number 0002023141-2021-01815 was submitted and it subsequently discovered that this was a duplicate submission and event was already reported under MFR report number 0002023141-2021-01776. Please disregard MFR report number 0002023141-2021-01815 submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k101880.

Event description:
It was reported that the patient was eating and the he broke the crown. He called the office and set up an appointment. He was seen and determined the implant had been fractured. The implant #30 was removed and grafted the site. Patient will be ready to place new implant on 7/14/21. As a result of this event, no injury to the patient was reported. Symptoms as a result of the event: none reported.